Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was implanted on (B)(6) 2009. According to the complainant, the patient experienced an unknown injury. According to the physician¿s office, the patient complained of mesh erosion and mesh exposure on (B)(6) 2011. Another surgical procedure was performed by a different surgeon on (B)(6) 2013, to address the complications reported (B)(4) 2011. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.